Event description:
It was reported that patient underwent primary knee procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to loosening of the tibial and femoral component. No further information has been received.

Manufacturer narrative:
Evaluation of the returned components found cement on the femoral component is overhanging the edge at several locations. Subsequent articulation between the femoral and tibial components would have induced damage to the polyethylene bearing at these locations due to the abrasive contact between the sharp, hard cement and the softer polyethylene. This is very likely to have led to the excessive delamination, degradation and whitening of the bearing, the latter of which is evidence of oxidation. Third body particles of cement, some of which are still embedded in the bearing, are likely responsible for the pitting of the material, and very likely to have further contributed to the wear and damage now evident. The abrasive cement particles are also likely to have contributed to the scratching observed on the femoral bearing surface. This excess wear could have led to the loosening and reported bone loss around the implant resulting in its eventual revision, however, without radiographs and further surgical notes, these suggestions cannot be confirmed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4) - evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.